Event description:
Hcp reported the pt presented with underinfusion symptoms. The pump was explanted and replaced after 43 months of service life and returned for analysis. The catheter was checked and found to be ok. The physician tested the motor function which showed it didn't work. After the pump was replaced, the pt was reported to have a good therapy outcome.